Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had enter button was hard to press. The customer¿s blood glucose level was 12.3 mmol/l at the time of the incident. Customer stated that numbers are ramping on their own. Customer states the scroll bar is not moving with no input. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.